Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an o-ring on the pneumatic tap. Customer removed the o-ring and was able to successfully load the cartridge on the pump. Customer's blood glucose level was 200 mg/dl. In addition, it was reported that the customer received a minimum fill notification. Customer declined to further troubleshoot with tandem technical support.